Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified vein of the forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.